Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. We received one used perifix epidural catheter 20g connected with a perifix catheter connector out of a perifix 300 set in open packaging. The following investigations were conducted: visual inspection: the received perifix epidural catheter 20g out of the set was taken to a visual inspection according to product specification - perifix sets - product specification - MDR, test specification - perifix/perifix softtip/perifix one (epidural) catheters MDR - test specification and test method - 102002_tm_damages. Method definition: 102002 visual inspection for damages on secondary packaging and products. Nominal: inspection of damage without optical aid: visual inspection of the test sample from a distance of 300 mm to 450 mm. Check test sample and compare with provided documents (e.g.: reference sample, photos and limiting sample). Inspection of damage with transparent length comparison chart (only if specified in test specification or failure catalogue): the visual inspection is carried out with a transparent length comparison chart (to compare the size of the damage with the transparent length comparison chart). Here, only the specified size from the test specification or failure catalogue is visually checked to determine whether the damage is equal / less than or greater than the specified size check and compare the test sample for damage with a transparent length comparison chart. Acceptance criteria - general: the test sample must conform with the reference documents. Divergent acceptance criteria will be provided in the product-related specification or failure catalogue. Actual: at the used perifix epidural catheter 20g the catheter tip is missing. Obviously, the tip is torn and sheared off (see pictures). The catheter tip was not received. The area of the separation point is diagonally shaped and relatively smooth (only a few grooves as if cut). These grooves are also visible on the first 4 mm of the outer diameter/surface of the catheter (see pictures 4 to 11). Note: such damages may occur when the catheter will be withdrawn against the cannula bevel and thereby shear off. Please see instructions for use: "never pull the catheter through the needle as it may otherwise shear off." Functional inspection: n.a. Physical inspection: the received perifix epidural catheter 20g out of the set was taken to a physical inspection according to product specification - perifix sets - product specification - MDR, test specification - perifix/perifix softtip/perifix one (epidural) catheters MDR - test specification and test method - 104019_tm_geometric dimensions measurement with a ruler or a measuring magnifier respectively - test method - 104020_tm_geometric dimension measurement with laser micrometer. Method definitions: 104019 geometric dimensions measurement using a ruler or a measuring magnifier. 104020 this test method is used for geometric measurement of dimensions with laser micrometer. The received perifix epidural catheter 20g has a length of approximately 955 mm (the tip is missing and was not received). Catheter length according to drawing 990 mm to 1070 mm. According to the markings on the received catheter the missing tip has a length of approximately 70 mm (see pictures 2 and 3). According to the visual shape of the separation point/area the catheter was not overstretched (see pictures 4 to 6). In addition, the outer diameter of the perifix catheter was measured according to the drawing. Nominal: 0.84 mm +/- 0.04 mm actual: over its entire length the outer diameter of the measured catheter is between 0.812 mm and 0.828 mm. These measured values are within our specifications. Summary and assessment: we exclude a manufacturing fault since the catheters were taken to a 100% examination and therefore no mechanical damages or manufacturing faults are allowed. Based on the conducted investigations, we assume a problem during application. Therefore, the complaint is considered as not confirmed. The investigation sample(s) is/are stored in the investigation lab (box 19).

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in taiwan: the patient was given pain-reducing labor anesthesia on (B)(6) 23. During the delivery, the anesthetic agent could not be injected. After the anesthetist inspected it and removed the tube, it was found that the length of the removed tube was abnormal (5 cm short), after inspection, it was determined that about 5 cm of length was retained in the patient's body due to breakage. Follow-up was carried out until the full moon. The patient had no complications or abnormalities at the injection site. After discussion with the patient, the attending physician did not perform surgical removal.